Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. No patient information provided at time of MDR filing.

Event description:
The hospital reported the unit was delivering high c02. There was no report of patient injury.